Event description:
It was reported that this right ventricular (rv) lead exhibited increase in impedance measurements and high capture thresholds. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this lead has not been received. Therefore, the lead has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h3 device eval by manufacturer.

Event description:
It was reported that this right ventricular (rv) lead exhibited increase in impedance measurements and high capture thresholds. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported.